Manufacturer narrative:
Boston scientific provided the following information: on 27-feb-2020, it was reported that there is noise and oversensing on this lead, but lead remains in service.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this lead was showing noise with oversensing. The number of atr noise episodes have been rising since (B)(6) 2016. There was no mention of a lead revision.